Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 120.4610. 8015 sn: (B)(4) customer wanted to know how to correct this error code. I explained to the customer that he may need to changes his power supply board. The customer stated that he changed the power supply board and he is still getting the same error code. I also explained to the customer that if he's still getting that error code then he needs to check his battery harness. I also explained to the customer that, to check to see if there's any damage to the pins, and make sure there none of them are bent. The customer said ok that he will just change the battery harness and if he has any more problems then he would call back. And the call was ended.